Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt expired due to a cerebrovascular accident (cva). The cva was attributed to subdural hematoma and not likely to have been related to the device. It was also reported that the pt's internal normalized ratio (inr) was 2.4.